Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006745815-2021-02929. It was reported during the patient's scs system generator pocket revision (ref. MDR # 3006705815-2021-02828) both of the patient's leads were replaced. Reportedly, one of the leads was accidentally cut during the procedure, and the second lead had migrated down. Both leads were replaced with new product and issue addressed.